Event description:
PICC line inserted 10/14/96. Chest x-ray shows evidence of small (1-2 cm) foreign body in left upper lobe region on pa chest. As liner density is thicker than PICC line, afelt may be piece of PICC line introducer. No further intervention comtemplated by physicians at this time. Pt discharged 10/18/96.